Event description:
It was reported that a secondary bag (thiamine medication 100ml) was infusing at 200ml/hr., connected to a primary tubing ("flush bag" - normal saline 0.9%, intended rate was 5ml/hr.). The volume to be infused for the secondary bag was set at 90ml. However, the clinician observed that both secondary and primary bags were infusing. At the end of the thiamine administration, the "flush bag" was reportedly also almost empty but the "volume remaining" displayed on the pcu was showing 80ml for flush bag. It was reported that it was the primary bag that "over infused." There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a secondary bag (thiamine medication 100ml) was infusing at 200ml/hr., connected to a primary tubing ("flush bag" - normal saline 0.9%, intended rate was 5ml/hr.). The volume to be infused for the secondary bag was set at 90ml. However, the clinician observed that both secondary and primary bags were infusing. At the end of the thiamine administration, the "flush bag" was reportedly also almost empty but the "volume remaining" displayed on the pcu was showing 80ml for flush bag. It was reported that it was the primary bag that "over infused." There was patient involvement but no harm.